Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance to a high value along with an increase in threshold to a high value during the same time frame. It was noted that this was likely the start of a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.